Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to premature battery depletion. The ICD was explanted and replaced with a new ICD. It was further reported that the left ventricular (lv) lead has high pacing thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2007; 4470, competitor implantable pacing lead, (B)(6) 2007. (B)(4).